Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the patient received an inappropriate shock probably due to noise sensing resulting from emi (electromagnetic interferences). At the time of the shock delivery, the patient was in a jacuzzi. In the egm of the episodes, some ventricular markers are missing. Preliminary analysis results showed that the observed noise most probably originated from emi at 50 hz.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the patient received an inappropriate shock probably due to noise sensing resulting from emi (electromagnetic interferences). At the time of the shock delivery, the patient was in a jacuzzi. In the egm of the episodes, some ventricular markers are missing. Preliminary analysis results showed that the observed noise most probably originated from emi at 50 hz.